Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional stress testing, power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. The battery used at the time of the event was not returned as part of this investigation. Review of the device activity logs showed no evidence related to the customer's report. No trend is associated with reports of this type.